Event description:
The customer reported that the device shutdown unexpectedly when in use on a pt. There was no report of negative pt impact.

Manufacturer narrative:
The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.